Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the tip of the device was damaged. Microscopic examination revealed numerous kinks in the shaft. A complete separation at the collar/proximal shaft area. The ptfe was pulled out of the collar and was attached to the distal shaft. No damage or irregularities to the collar. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft detachment occurred. The target lesion was located in a severely tortuous atrioventricular groove of the right coronary artery (rca). During a percutaneous coronary intervention (pci) procedure, a guidezilla guide catheter extension was used in conjunction with a non bsc guide catheter to deliver a flextome cutting balloon catheter. During the procedure, the physician delivered the cutting balloon then successfully implanted a non-bsc stent. When the physician removed the guidezilla guide catheter extension from the non bsc guide catheter, it was noticed that the guidezilla guide catheter extension was almost detached at the collar section inside the guide catheter. Subsequently, it was noted that the collar section of the guide extension catheter was completely detached when removed at outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft detachment occurred. The target lesion was located in a severely tortuous atrioventricular groove of the right coronary artery (rca). During a percutaneous coronary intervention (pci) procedure, a guidezilla guide catheter extension was used in conjunction with a non bsc guide catheter to deliver a flextome cutting balloon catheter. During the procedure, the physician delivered the cutting balloon then successfully implanted a non-bsc stent. When the physician removed the guidezilla guide catheter extension from the non bsc guide catheter, it was noticed that the guidezilla guide catheter extension was almost detached at the collar section inside the guide catheter. Subsequently, it was noted that the collar section of the guide extension catheter was completely detached when removed at outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.